Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a lack of access to the cubie pocket. A field service engineer replaced insep magnet for auxiliary drawer 7 to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system bottom full-height drawer on auxiliary tower experienced a malfunction. The customer indicated that this issue caused delays in the patient care workflow, preventing them from obtaining medications for patients. There were no adverse events or injuries reported based on this incident.